Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(4)

Event description:
The physician was attempting to use a silverhawk device during procedure. It was reported that the device did not cross the lesion. The silverhawk device was received for evaluation with the cutter driver but without any other ancillary devices or cine images from the procedure. The torque shaft did not exhibit any damage of deficiencies relevant to the reported event. The distal tip assembly exhibited a significant accumulation of fibrous debris from a cloth surgical drape but the lumen was relatively free of residual tissue (excised plaque). The cutter blade exhibited chips on the leading edge but the remainder of the distal tip assembly was undamaged. A test "coated test mandrel was loaded through the rx guidewire lumen without complication. The distal tip assembly was measured for maximum width with a snap gage. The maximum width (over the loaded guidewire lumen) was" (1.905mm).